Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The posterior spinal fixation operation was performed by using the expedium system. The fixed area was s2ai. Postoperatively, it was found that the reported set screw which held the sai screw had come off. There will be no reoperation planned at this moment since this issue has not influenced on the patient¿s condition. The surgery was completed with a no delay.